Manufacturer narrative:
Concomitant medical products: product ID 977a260; serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported the surgical site was infected after the ins replacement and therefore the healthcare provider elected to explant the entire system. It was noted the patient planned to be reimplanted once cleared by the physician as they were receiving good relief. The issue was resolved at the time of report. No further complications were reported or anticipated.